Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the device did not identify any defects on the fiber. The fiber tip had loose material and charring, which are normal signs of use, and did not appear detached. Based on the information available and analysis results, a conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber body.

Event description:
It was reported that after the operation, a foreign object that appeared to be a damaged tip of the fiber was found while making a final check of the surgical field, and it was lost before it could be removed. The procedure was completed with the same fiber.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone.

Event description:
It was reported that after the operation, a foreign object that appeared to be a damaged tip of the fiber was found while making a final check of the surgical field, and it was lost before it could be removed. The procedure was completed with the same fiber.

Event description:
It was reported that after the operation, a foreign object that appeared to be a damaged tip of the fiber was found while making a final check of the surgical field, and it was lost before it could be removed. The procedure was completed with the same fiber.